Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A non-baxter blue cap (instead of baxter's blue winged luer cap) was used to close the distal luer of the unit. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the non-baxter blue cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened non-baxter luer cap. Baxter can not perform traceability on a non-baxter component. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that a folfusor leaked after filling. The device was filled with 2400 mg of 5-fluorouracil and 500 mg of sodium folinate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.